Manufacturer narrative:
Event site postal code, telephone and name: (B)(6). Getinge became aware of an issue with one of surgical light - volista standop. As it was stated, spring arm cover falls off near the patient's abdominal incision during surgery. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Based on the information collected, it was established that when the event occurred, the surgical equipment did not meet its specification and in this way the device contributed to event. Provided information indicate that upon the event occurrence, the device was being used for patient treatment. Root cause analysis was performed by a subject matter expert at the manufacturer's, based on information provided by the technician. During the inspection of all spring arm it was identified that three fixing screws securing the cover were missing. The installation manual (chapter 5) provides clear instructions on how to properly fit the covers, the incident ultimately resulted from an error made by the technician during installation of the device. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical light - volista standop. As it was stated, spring arm cover falls off near the patient's abdominal incision during surgery. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.